Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the patient will continue to be monitored. A new follow-up appointment will be scheduled, and [company]/rep will also be involved in this appointment. The ins has not yet been explanted and is still in use. The problem has not been resolved, it is still being monitored and a possible solution is being sought. The physician will inform once they have found a solution or if the ins needs to be explanted. The patient received the stimulator due to fecal incontinence, which was resolved after a successful test phase and ins implantation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the ins and electrode have not been explanted. The problem is still present. The physician has offered an explantation, but the patient has not yet taken up this option. Rep asked the physician whether the ins and the lead could be returned, the physician agreed to this, however, they would like to know why we need the material, as there is no technical issue with the ins or the lead. Additional information was received from a manufacturer representative (rep) on 2026-feb-04. The rep reported that the system (lead and ins) will remain implanted until further notice. The current side effects, apparently due to an allergic reaction to titanium, are not severe, and the patient has currently decided against explantation.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va31na7 implanted: (B)(6) 2025: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 24-jun-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that little pain in the area of the implanted neurostimulator. The patient received the implant about two months ago. In the meantime, patient has developed a titanium allergy. The doctor contacted me on (B)(6) 2025 and asked whether there is a neurostimulator that is not made of titanium, or whether there are products that can be used to encase the pacemaker afterwards in order to minimize or eliminate a possible allergic reaction. The doctor is looking for ways to keep the pacemaker implanted (see the answer to the question above). If no options can be found, it will be explanted.